Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is that the patient was not a good candidate for the procedure. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: first (superior): ifuse implant, p/n 7045-90, lot# 333228, mfd. 02/10/15, expires 2020-02, UDI (B)(4). Second (inferior): ifuse implant, p/n 7065-90, lot# i0a56, mfd. 07/23/14, expires 2019-07, UDI (B)(4).

Event description:
A surgeon added two implants after removing iliosacral screws in (B)(6) 2015. The patient never had pain relief after the installation of the implants. The patient later presented to a new surgeon who suspected that the iliosacral screws had distracted the joint, causing pain, and that the implants that were added after the screw removal had fused the already distracted joint. In (B)(6) 2016, the surgeon performed a revision surgery where he removed both implants using chisels as they were solidly fixed in bone. No other hardware was added. Per the new surgeon, the patient was not a good candidate for the initial implant placement surgery in (B)(6) 2015. The surgeon confirmed that the patient was doing much better following the revision surgery.